Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this patient had undergone a procedure to insert an axillary drainage line for a non-related device issue. Following this procedure, device evaluation noted noise which was oversensed during the procedure. The oversensing caused pacing inhibition which resulted in greater than two seconds of asystole for this patient. The device was pacing appropriately following the procedure and no adverse patient effects were reported.